Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable capture thresholds and loss of sensing. The lead was not used and a new lead was implanted. The patient's condition was stable.